Event description:
It was reported that the patient experienced difficulty maintaining an adequate charge with the spinal cord stimulation (scs) implantable pulse generator (ipg). Additionally, the patient required the ability to undergo magnetic resonance imaging (MRI). As part of the intervention, the ipg was replaced. Postoperatively, the patient was reported to be doing well. The explanted device will not be returned for analysis, as device return is prohibited under hospital policy.

Manufacturer narrative:
Block b3: approximated based on the estimated date (4 weeks prior procedure) provided by sales employee.